Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was having electrical shocks going down their arms and legs last night. Caller was able to connect to the implantable neurostimulator (ins) with the programmer. The programmer indicated the ins was on and the ins battery was ok. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient called back stating that the therapy keeps turning off. Caller stated that they were having issues, they couldn't move, can't walk, and their legs feel heavy. Agent offered to walk them through connecting to the ins to check if the therapy is still on, and they stated that when they first checked it, their therapy was on. But when they checked it now, the therapy turned off. They turned the therapy back on, but they don't know what might be causing the therapy to turn off on it's own. They had denied having any activities that could turn it off. Agent redirected them to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.